Manufacturer narrative:
The device history review (DHR) was reviewed and no anomalies were noted. All devices are 100% tested at the time of manufacturer.

Event description:
It was reported to nuvectra that the patient experienced an allergy and issues at the pocket site. Subsequently, the stimulator was explanted.